Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: the blue grip of both of the proximal femoral nail antirotation inserters have let loose during surgery, while being used in a correct way. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Product development evaluation was conducted. The report indicates that the investigation has shown that the welding between the handle and the shaft is broken. The review of the production history revealed that these instruments were manufactured in march 2011 and april 2012 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Based on these findings excessive strokes on the impactor have caused the breakage of the welding seam. There is a note on page 33 of the surgical technique #036.000.398: ''do not use unnecessary force when inserting the pfna blade''. Nevertheless, we are aware of the difficulties with this product and our product development center is currently working on improvement measures to enhance the design. The complained articles were manufactured according to the specifications. Device was used for treatment, not diagnosis.

Event description:
It was reported that it took a few minutes longer to insert the pfna blade, but it was minimum and could do no harm to the patient.